Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to bacteremia. The patient's entire system was extracted due to infection and being septic for over a year. There was no additional adverse patient effects reported. The ra lead was explanted.